Event description:
It was reported that (1) hp052 was used during a lap gastric bypass procedure. It was reported by the rep that the handpiece had (2) separate lcsc5 disposables lockout on device while being used. Another device was used to complete the case. There was no consequence to the pt.